Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states; however, is similar to a device marketed in the USA. Without a lot number the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Event description:
The inner shaft of trial implant holder broke. While inserting synfix trial (03.803.017) on the implant holder l5/s1 the disc space was extremely tight and the approach angle was difficult to reach due to the angle of the disc space relative to the pelvis. The device was struck with considerable force and the inner shaft of the trial implant holder broke. The trial spacer was removed from the patient without any delay or difficulty and the surgeon continued with the procedure. This is 1 of 2 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. The investigation has shown that the rod is indeed broken apart at the welding seam. We are not able to determine the exact cause of this reported problem. It is possible that too much applied force during the procedure caused the cracking of the seam weld. The manufacturing documents were reviewed and no discrepancies to the specifications were found. No product fault could be detected.(B)(4).